Manufacturer narrative:
The device was returned to zoll medical italy; the customer's report was duplicated and attributed to the onestep pacing cable and external paddles. The onestep pacing cable and external paddles werte replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.